Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the "o" ring seal fell into the abdomen while placing the 10mm right angle grasper into the trocar. The surgeon was able to grab the valve and remove it. The event happened in the middle of the case. Another trocar was opened for the end of the procedure. The "o" ring was not returned with the trocar. The nurse threw it away. The surgeon heard leaking from the trocar prior to the event. The valve was still a complete circle after falling off the trocar. There was no consequence to the pt.